Manufacturer narrative:
(B)(4)

Event description:
It was reported that screw mount fractured inside the implant. Implant removed and placed another one.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that information was previously submitted under the incorrect MFR.. There will be no further supplemental reports submitted under this number. This event will be reported on MFR (B)(4).